Manufacturer narrative:
The following fields have been updated with additional/corrected information: e.1. (B)(6). H.6. Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for oil gel globules and fibrin was observed. The defect of clogged instrumentation was not observed. Additionally, 100 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for oil gel globules and fibrin was not observed. Complaints for sample quality were not under statistical control for the month of (B)(6) 2023, therefore additional clinical testing was required. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes (oil gel globules, fibrin) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules and fibrin. The complaint is not confirmed for clogged instrumentation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes that there was oil gel globules/difficult/unable to pierce through stopper/cannot aspirate from the tube using the analyzer. The following information was provided by the initial reporter: "defects: part of the oil floating in the tube/separating gel blocking the needle/blood clot. Quantity: (B)(4). Effects: no other adverse effects on patients. Claims: no need for green claims/complaint reply letter/sample cannot be returned with photos. 2 sticks of floating oil inside the tube. 15 separation glue plugging needles. Blood clot 8 sticks".

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B.5. Describe event or problem: it was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes that there was oil gel globules/difficult/unable to pierce through stopper/cannot aspirate from the tube using the analyzer. The following information was provided by the initial reporter: "defects: part of the oil floating in the tube/separating gel blocking the needle/blood clot quantity: 25. Effects: no other adverse effects on patients. Claims: no need for green claims/complaint reply letter/sample cannot be returned with photos 2 sticks of floating oil inside the tube 15 separation glue plugging needles blood clot 8 sticks".

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes that there was oil gel globules/difficult/unable to pierce through stopper/cannot aspirate from the tube using the analyzer. The following information was provided by the initial reporter: "defects: part of the oil floating in the tube/separating gel blocking the needle/blood clot quantity: 25. Effects: no other adverse effects on patients. Claims: no need for green claims/complaint reply letter/sample cannot be returned with photos 2 sticks of floating oil inside the tube 15 separation glue plugging needles. Blood clot 8 sticks".

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Phase: when the product is in use bd vacutainer® sst¿ ii advance plus blood collection tubes that there was oil gel globules/difficult/unable to pierce through stopper/insufficient clot activator additive. The following information was provided by the initial reporter: defects: part of the oil floating in the tube/separating gel blocking the needle/blood clot. Quantity: 25. Effects: no other adverse effects on patients. Claims: no need for green claims/complaint reply letter/sample cannot be returned with photos. 2 sticks of floating oil inside the tube. 15 separation glue plugging needles. Blood clot 8 sticks.